Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro catheter, varipulse¿ bi-directional catheter and decanav catheter and the patient experienced a cardiac tamponade requiring pericardiocentesis. While the physician was ablating the cavotricuspid (cti) line, it was noticed on ultrasound with the soundstar® crystal image that there may be fluid around the right atrium. The physician investigated the area with the intracardiac echocardiogram catheter and saw a "large" pericardial effusion underneath the left ventricle. Pericardiocentesis was performed. The patient was stable. Transseptal puncture was performed with a baylis rf (radiofrequency) needle and baylis sheath. The physician stated after the tap the activated clotting time was "over 400". There were 38 radiofrequency (rf) ablations and 37 pulse field ablations (pfa). In the bard recording system, it recorded pfa lesions left 10, post wall eight, right 18. Rf lesions were performed in an anterior mitral line, and a cti line. Ablation was performed before noting the pericardial effusion. The physician mentioned that they believe the decanav® catheter could have been the cause of the perforation. Exact cause was unknown, but the physician believes the decanav is a stiff catheter and could have caused the perforation. It is also unknown when the complication occurred. Pfa and rf were used during the case. Rf in the right atrium was the energy being used in the same time period adjacent to the discovery of the effusion. There are three reports for this device (qdot, decanav, varipulse) this report is for the decanav catheter.